Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion, but was able to successfully deploy the stent. After deployment there was severe proximal and distal spasm and the right coronary artery shut down. The pt experienced chest pains and a drop in blood pressure. Pt was placed on a balloon pump and the spasm was controlled medically. Pt status listed as "stable".